Event description:
It was reported that during a right sided a-flutter procedure, prior to use, the tip of the catheter was noted to be bent. In spite of the bent, the customer attempted to use it anyway, but could not place the catheter where it was intended. The catheter was exchanged and the case resumed without injury to the patient. The customer stated that there was no issue or difficulty in removing the catheter. This complaint was not indicative of a reportable event. Upon receipt of the complaint catheter, during the visual inspection, bwi lab noted that there was a tiny section of the catheter braid (approximately measuring 1/32") that was without plastic coating. This section was completely smooth to touch, with no sharp edges. This catheter condition is not indicative of a reportable event as well. However, also noted was the presence of char over the tip dome of the catheter measuring approximately 5 mm in length. Due to this returned catheter condition discovered on (B)(6) 2012, the event is marked as reportable malfunction, making it the alert date for this event.

Manufacturer narrative:
(B)(4). As stated in the initial 3500a MFR report # 9673241-2012-00058 presence of char was discovered at the point of visual inspection of the returned complaint catheter; and a small section of the catheter braid without plastic coating that was completely smooth to touch with no sharp edges was also noted between rings 1 and 2. (These conditions were not reported or noticed by the customer). The analysis of the returned catheter had since been completed. The device was tested and passed electrical, temperature and generator tests, confirming that the catheter performed as designed. The catheter was also tested for deflection and pre-curve; the device passed the deflection test but failed the pre-curve test since the puller wire was found bent. Regarding the exposed braiding, it is unknown how the defect occurred. However, the process was reviewed and it was determined that the defect was unlikely produced during manufacturing. All the catheters are inspected for visual damages several times along the manufacturing process and before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. In addition, the device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer's complaint about the bent tip has been verified. The cause of the char could not be verified since the device performed as designed. The cause of the exposed braiding remains unknown. However, the analysis indicated that it could be caused by post distribution factors.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).